Event description:
Dealer called stating that the consumer would be driving his m51 power chair when it would allegedly speed up to full speed on its own. The consumer allegedly ran into a table sustaining bruising on his feet. Minor injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1125085 rev j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.